Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level ranged from 80-180 mg/dl.